Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhoea'). In a female patient who had essure (batch no. 898933), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion". The patient's medical history included: menorrhagia, uterine leiomyoma, hematometra and multiple caesarean sections. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("hematometra"). And was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine leiomyoma and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: two essure coils seen on the left and the right distal tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: reporter information updated, other relevant history updated, lot number added. Event: ablation done with essure insertion, uterine leiomyoma, hematometra, dysmenorrhea added. Follow up 1 and 2 processed together. On (B)(6) 2020, mr received: total laparoscopic hysterectomy with bilateral salpingectomy was added in non-drug treatment notes. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhoea'). In a female patient who had essure (batch no. 898933), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion". The patient's medical history included: menorrhagia, uterine leiomyoma, hematometra and multiple caesarean sections. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), and uterine haemorrhage ("hematometra") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine leiomyoma and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: two essure coils seen on the left and the right distal tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.